Manufacturer narrative:
The local factory svc rep sent the reported device and attached module to the factory for evaluation. The attached ,odule operation, through full performance and functional testing. The reporting facility has ordered a new physio-control defibrillator of different model.

Event description:
Reportedly, the patient ECG was displayed as an artifact.